Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following a mynx vascular closure procedure, the patient experienced a bruise and hematoma from the ankle all the way to the waist. The patient had a follow up appointment two weeks after the mynx procedure and the hematoma was still present at that time but the doctor did not intervene in any way. The patient reported that the bruise was left to heal by itself. The bruise self-resolved after four weeks. The patient is doing fine with no further bruise. Additional information was requested but is not available.